Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on the lead. Surgical intervention on (B)(6) 2025 during which the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.